Manufacturer narrative:
Upon visual inspection, the low profile abutment was fractured. The top portion of the screw was returned for review. The bottom portion of the screw was discarded by the dentist. The complaint is confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Date received by manufacturer, added follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added event problem codes, added evaluation codes, added expiration date, added device manufacture date.

Event description:
It was reported that the screw part of the abutment fractured. Implant remains implanted.